Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and passed out on (B)(6) 2021 blood glucose reading was 15 mg/dl. The customer was treated with food. Customer current blood glucose was 319 mg/dl. The customer alleges insulin pump was over delivering due to her blood glucose was always getting low and had to treat it with food. The insulin pump will be and reservoir will not be returned for analysis.